Event description:
It was reported that (1) lcsc5 was used during a laparoscopic gastric bypass procedure. It was reported by the rep that the lcsc5 was operational for the first half of the case and then began producing little to no cutting effect. Solid tone was produced and the device was cleaned and reinstalled. Continued to received solid tone. Opened another device to complete the case. The luke handpiece was used thoughout the case. There was no consequence to patient.